Manufacturer narrative:
The pipeline, marksman catheter, and pushwire were returned for evaluation. The evaluation could not determine the cause of the reported event as the pipeline was found fully opened and release from the capture coil; however, the pipeline braid and capture coil were found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4)

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of a cerebral aneurysm. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (5mm x 20mm) could not be released from the capture coil despite rotating the pushwire 10 times. The physician attempted several other maneuvers in order to release the pipeline from the capture coil, but without success. The pipeline was removed from the patient. Once the marksman catheter and pipeline were removed, the catheter was noted to be stressed on the distal end. Another device was implanted inside the patient with a new catheter without issues. No patient injury was reported as a result of the procedure.